Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a blank display and a motor error alarm the customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed motor error during fill cannula process and the insulin pump just turned off. Customer declined troubleshooting on blank display and motor error alarm. Customer also reported damage to the insulin ump lcd screen. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No motor error alarm during testing noted. Motor passed motor test. Pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner, reservoir tube window and minor scratched display window.